Manufacturer narrative:
The reporter confirmed the explanted device will not be return to apollo for analysis. Device labeling addresses the reported event as follows: precautions · antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera beyond 6 months. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: intestinal obstruction by the balloon. An insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way into the colon and be passed with stool. However, if there is a narrow area in the bowel, as may occur after prior surgery on the bowel or adhesion formation, the balloon may not pass and then may cause a bowel obstruction. If this occurs, surgery or endoscopic removal could be required. Gastric outlet obstruction. A partially-filled balloon (i.e., <400 cc), or a leaking balloon could lead to gastric outlet obstruction, requiring balloon removal. It is also possible for a fully inflated (400-700 cc) balloon to lodge itself in the gastric outlet causing a pyloric obstruction which can produce a mechanical impediment to gastric emptying. Gastric outlet obstruction may require surgical removal gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic. Bacterial growth in the fluid which fills the balloon. Rapid release of this fluid into the intestine could cause infection, fever, cramps and diarrhea.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to "vomiting since the balloon was inserted, cannot keep anything down. Balloon was filled to approximately 630 cc. X-ray showed distended stomach. Patient also had pain and nausea. Patient couldn't keep any fluid down and was given IV fluids. Patient ended up in ICU for fever, pneumonia and sepsis. The cat scan confirmed a gastric outlet obstruction, balloon was stuck in the pyloric channel, upon which the balloon was removed".